Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device did not cut properly during case. The disposable was retorqued in which a solid tone was noticed when activated. A second disposable was used to complete case with no pt consequence.